Event description:
Facility reported that the head section will not go up. No injury reported.

Manufacturer narrative:
Technician found the head of bed will not go up. Replaced the head valve to resolve this issue. Bed located in storage area.